Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reports to have high blood glucose of 302 mg/dl, which was treated with a bolus delivery. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that drive support cap appeared normal, customer was not admitted for medical treatment, customer was disconnected during rewind / prime sequence, customer did not find a leak, time and date were correct, basal rates were correct, insulin did exit tubing, customer was programming correctly, and no air found in tubing. After troubleshooting, it was found that cannula was bent. Infusion set and reservoir would be replaced as a courtesy. No further information provided.